Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient said the product issue first occurred on the same day at 2:00 am. The patient said, she felt as if she had low blood sugar, she had weakness and a fast heartbeat at an unidentified time after the issue occurred. She drank orange juice and denied receiving medical intervention. The cca noted that the lfs meter shutoff before the automatic shutoff time was up. The cca also noted that the patient did not replace the meter battery per the owner's manual and the patient did not have a battery. The patient's products were replaced. The complaint is reported because the patient claims she experienced symptoms suggestive of hypoglycemia after her meter powered off during use and she treated herself with orange juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.